Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but battery issue could not be verified.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was also reported that the pump caught fire. Reportedly, the pump was charging during the event. There was no reported adverse effect to the customer's blood glucose level. The customer will continue to use the current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.